Event description:
It was reported that during sales representative that during a laparoscopic gastric bypass procedure the surgeon fired the device and for the 10th firing. The scrub tech loaded the device and handed to the surgeon and when he entered it through the trocar it would not open. He removed it from the trocar and fired it outside of the patient, fired it and then still it would not open. He used another device and completed the procedure. There was no patient consequence reported. No other information was available to the rep from the account.

Manufacturer narrative:
(B)(4).